Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) during the first few days of school. Reportedly, the contact believed that the customer's bg levels were due to the customer being nervous for the beginning of school. Customer administered correction boluses to treat their bg levels. Contact indicated that the customer is in contact with their health care provider to discuss diabetes management.